Event description:
It was reported that frost occurred on the shaft of the needle. Three needles (2 iceforce + 1 icerod) were being used in a renal tumor cryoablation procedure. All three needles were tested successfully. During the first freeze cycle, one of the iceforce needles started to freeze on the shaft while the two remaining needles worked as expected. The needle was stopped in order not to freeze the skin. The procedure was completed using the remaining two needles successfully. The patient was reportedly stable following the procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for engineering analysis and the complaint was confirmed. Functional testing confirmed shaft temperature points to insufficient thermal insulation of the needle. The ice ball size is within specs and was not compromised due to thermal insulation loss.

Event description:
It was reported that frost occurred on the shaft of the needle. Three needles (2 iceforce + 1 icerod) were being used in a renal tumor cryoablation procedure. All three needles were tested successfully. During the first freeze cycle, one of the iceforce needles started to freeze on the shaft while the two remaining needles worked as expected. The needle was stopped in order not to freeze the skin. The procedure was completed using the remaining two needles successfully. The patient was reportedly stable following the procedure.